Manufacturer narrative:
A partial lead was returned in one piece. Visual examination found internal abrasion breaching the right ventricular cable lumen between the shock coil with procedural damage to the cable coating and inner coil lumen. The original event reported of externalized conductor cables (MFR # 2938836-2016-11637) was confirmed.

Event description:
The right ventricular (rv) lead was previously reported as being capped and replaced on (B)(6) 2016 due to externalized conductors. Then, on (B)(6) 2018, during an unrelated lead replacement procedure, the rv lead was extracted. The patient was stable. Related manufacturer reference numbers: 2938836-2018-03865, 2938836-2016-11637.